Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "system error 3 alarm" is not able to be confirmed. The pump was checked by the field service agent and no problem was found with the pump. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, the staff experienced a helium loss alarm. The pump was sent to the biomed department to be serviced. The field service engineer was called in and ran a helium leak test and found no problems. As a result, the pump was returned back to service. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, the staff experienced a helium loss alarm. The pump was sent to the biomed department to be serviced. The field service engineer was called in and ran a helium leak test and found no problems. As a result, the pump was returned back to service. There was no report of patient complication or serious injury and death.